Event description:
Related manufacturer report number: 2017865-2023-42538, related manufacturer report number: 2017865-2023-42539. It was reported that the patient presented for follow up with over-sensed noise exhibited by the right ventricular (rv) lead. Noise resulted in inhibition of pacing. The patient was scheduled for lead replacement and upon opening the pocket the right atrial (ra) lead was also found to be damaged. Both leads were observed to be fractured. The pulse generator was an advisory product, therefore the device and both the ra and rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.